Event description:
Hill-rom received a report from the account tech stating there was no audible alarm. The bed was located at the account in d4 east. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
The hill-rom technical support found the external alarm inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the external alarm to resolve the issue. Based on this info, no further action is required.